Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported via repair work order that the bed was stuck in trend due to malfunction coupler and cpu coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: don't have needed parts.

Event description:
It was reported via repair work order that the bed was stuck in trend due to malfunction coupler and cpu coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.